Event description:
It was reported via clinic notes rec'd that the pt had experienced bilateral neural hearing loss. The relationship of the hearing loss to vns is unk. Diagnostics on (B)(6) 2011 are normal as per the physician and the surgery to replace the pt's vns due to end of service is likely.

Event description:
Additional information was received from the physician's office indicating that there is not believed to be a relationship between the hearing loss and vns. The site would not provide any further information.